Manufacturer narrative:
The returned device was evaluated and the customer complaint could not be duplicated. (B)(6).

Event description:
The customer reported there are around 10% of errors in result of a measurement. No patient impact or consequences were reported.